Manufacturer narrative:
The MFR did not receive any devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has been reported that a screw pulled through an unk ncb trauma implant. "During the bio skill course in (B)(6). Ms (B)(6) spoke with surgeon dr (B)(6). The surgeon reported a case of the migration of a screw through the pp plate. Ms (B)(6) spoke about a similar incident that was reported 2 weeks before". It is not known if there was any impact to the pt.